Event description:
The customer reports that a panel comes into the lab and the tech only reports out part of the panel. The values for this part of the panel are correctly reported. When the tech tries to amend the reported results for the untested/unresulted part of the panel, results are erroneous. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be filed when the investigation is complete. (B)(4).